Manufacturer narrative:
A 4.0mm customized tracheostomy tube was returned for investigation; the device was received with an additional tracheostomy tube. Examination of the returned device found that the eyelets of the flange appeared to be torn by a sharp object cutting through the holes during use. Investigation determined that the root cause of the tears in the eyelets of the tracheostomy tube was due to the device being used in a manner which is inconsistent with the instructions for use.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a portex® bivona® custom hyperflex¿ tracheostomy tube was found broken and split at the flange where the tracheostomy tube tie would attach, upon opening the box. The event was initially observed by the patient's grandmother and confirmed by a registered respiratory therapist. The tracheostomy tube was changed daily and new tubes were exchanged in every 6 months. It was noted that the flange was made of a more slippery silicone. The patient had to be taken to a pediatric otolaryngologist as the patient was without a proper tracheostomy tube for an unknown amount of time, and was switching with a step-down tracheostomy tube. The patient was treated with antibiotics for two weeks due to irritation from the tracheostomy tube changes. The irritation was resolved once new tracheostomy tubes were received. No permanent injury was reported.